Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Zaidat oo, castonguay ac, gupta r, et al. North american solitaire stent retriever acute stroke registry: post-marketing revascularization and clinical outcome results. Journal of neurointerventional surgery. 2018;10(suppl 1):i45-i49. Doi:10.1136/neurintsurg-2013-010895.rep medtronic received a literature article pertaining to a study aimed to assess performance of the solitaire fr device in contrast with the results from the swift (solitaire with the intention for thrombectomy) and trevo 2 (trevo versus merci retrievers for thrombectomy revascularization of large vessel occlusions in acute ischemic stroke) trials. 354 patients were included in the study. The mean age of the patients was 67 years old with a majority male. Outcomes included symptomatic intracranial hemorrhage (sich) on 24 h follow-up head CT, and mortality at 90 days. Sich was defined as any parenchymal hematoma, subarachnoid hemorrhage, or intraventricular hemorrhage associated with worsening of the national institutes of health stroke scale (nihss) score by =4 within 24 h. Mortality occurred in 95 patients of 315 total, sich occurred in 35 patients of 352. Per the authors of the article, several factors may explain the morality rate in this cohort, including heterogeneity between the groups, higher proportion of basilar occlusion, lack of age and nihss cut offs, and variability in the endovascular selection protocols across participating centers.